Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bioid was not functioning, which required all users to have a witness to sign in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier bio ID was not working. A field service engineer fse noted that the customer reported all users were required to log into the station using a password and that the bio ID needed maintenance. Upon arrival and observed that the white light inside the bio ID was solid. Fse logged into the station, powered it down, and restarted it, which allowed the bio ID to reset. Fse then tested the bio ID using the hardware test application, and all tests passed successfully. The system functioned as intended after the field service engineer troubleshot the device.